Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia wearing the pod. When removed from the infusion site, the cannula was found bent. Despite good faith attempts to obtain further details, no additional information was provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod. The patient reports upon removal of the pod from the insertion site the cannula was found to be bent. The patient reports being thirsty as well as having frequent urination. Once at the hospital the patient was treated with intravenous fluids antiemetic for nausea. The patient was prescribed zofran (4 mg) to be taken 3 times daily as needed.

Manufacturer narrative:
Changed b5 - describe event or problem. Changed from: it was reported that the patient had been hospitalized with hyperglycemia wearing the pod. When removed from the infusion site, the cannula was found bent. Despite good faith attempts to obtain further details, no additional information was provided. Changed to: it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod. The patient reports upon removal of the pod from the insertion site the cannula was found to be bent. The patient reports being thirsty as well as having frequent urination. Once at the hospital the patient was treated with intravenous fluids antiemetic for nausea. The patient was prescribed zofran (4 mg) to be taken 3 times daily as needed. ¿ changed h6 - adverse event problem health effect - clinical code - changed from e2403 health effect - clinical code to e1205 hyperglycemia ¿ added h6 - adverse event problem health effect - clinical code - e1308 urination frequent & e1020 nausea.